Manufacturer narrative:
Device evaluation: underweight, crease fold and one opening extended. A microscopic analysis was performed which identified: one opening crease sharp on the radius, stress marks and two striated openings on the anterior. Based on the device analysis the final assessment is: one crease sharp opening on the radius assessed as fold flaw opening. Two striated openings on the anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. Device has been explanted.